Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: d154awg, implantable cardioverter defibrillator, (B)(6) 2006. (B)(4).

Event description:
It was reported that the right ventricular (rv) lead had a low sensing value and that the right atrial (ra) lead had no capture at maximum output. The rv lead was capped and replaced. It was noted that because the ra lead was still sensing it remains in use. No patient complications have been reported as a result of this event.